Event description:
The customer reported erratic thyroglobulin (tg) results, for multiple patients, involving the access 2 immunoassay system. The patients' samples were analyzed in duplicate and the results were non-reproducible. In addition, the results did not correlate with the patients' clinical condition. The customer stated the erratic results were not released out of the laboratory. There was no patient impact associated with this event. The patients' samples were collected in 13x100 mm becton dickinson (bd) vacutainer serum separation tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. Patient samples are placed in insert cups then in the primary tubing for analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a crusty wash valve and flattened peristaltic pump tubing. The fse adjusted alignments and performed a successful system check, high sensitivity system check, calibrations and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.